Event description:
It was reported that during (rrp) procedure ¿problem 43¿ appeared. There were attempts to resolve the issue which allowed the physician to continue with the procedure. It was noted that the physician used a ¿microdebrider for much of the bulkier stuff¿ and the laser was utilized for the "anterior commissure work". The physician indicated that the procedure was about 90% completed when the laser ¿quit¿ and the physician was unable to complete the procedure. Patient outcome: no injury reported.

Manufacturer narrative:
System analysis/service repair on march 17, 2017. The reported error 43 was not reproduced. The system was tested and verified to be within specifications.